Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was confirmed. Upon visual inspection, no problem was noted with the device. Upon functional testing, it was noted that when using the device, the jaw would become unable to fully close. This is being further investigated in CAPA-00348.

Event description:
On 11/09/2022, it was reported by a facility representative via (B)(4) that a ar-13995n scorpion¿ needles jaw is not closing completely. This occurred during a case, with no patient effect reported.